Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of ventricular fibrillation is listed in the xience sierra, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction before the initial procedure. A 2.5x18mm xience sierra stent was implanted on (B)(6) 2020. On (B)(6) 2020, the patient was re-admitted with ventricular fibrillation. Unspecified surgery was performed as treatment, and the final patient outcome is unknown. No additional information was provided.